Event description:
Reportedly, during the use of the device, a black rubber material dropped off into the cavity. It was removed from the cavity without difficulty. Another device was used to complete the case. No pt injury. Procedure: thoraco/pneumothorax.